Event description:
It was reported while the patient was ambulating with the devices on the IV pole the devices suddenly shutdown. There was patient involvement, but no harm.

Manufacturer narrative:
Remedial action # cont: z-2671-2017. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd.

Event description:
It was reported while the patient was ambulating with the devices on the IV pole the devices suddenly shutdown. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
**UDI related data quality updates only** correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported while the patient was ambulating with the devices on the IV pole the devices suddenly shutdown. There was patient involvement, but no harm.